Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for s/n (B)(6) was performed from the date of manufacture, 19jul2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the customer received an error stated, "smart remote manager unlocked". A field service engineer installed remote manager (rm) plate, reattached the rm, and greased the microswitch latches to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ cii safe had a refrigerator door was experienced an error that states "door unexpectedly unlocked". The customer reported that there was a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.